Event description:
It was reported that nonsustained lead noise episodes due to intermittent oversensing on the ventricular sense amp channel were observed. Device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.